Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noticed the surgeon side console (ssc) motor module was throwing non-recoverable fault 23062 and that cable and connection pin melted a bit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc motor module was analyzed and found out that the motor cable connector is melted. The complaint was confirmed based on failure analysis. It was determined that the motor cable is the probable root cause of the reported complaint.

Event description:
It was reported that during a training/demo of the da vinci system, the column motor was throwing non-recoverable fault 23062. Cable and connection pin melted a bit. There was no report of patient involvement.